Event description:
According to the info rec'd, an end-user reported that a tip was broken off a catheter.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be rec'd, an addendum to this report will be filed.